Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with intermittent post paced t wave oversensing. The physician believed that the right ventricular lead was compromised. The lead also showed high thresholds and high pacing lead impedance. The patient was stable and was to be monitored.

Event description:
New information noted that the patient's right ventricular lead was capped and replaced on (B)(4) 2019. The patient's condition was stable before, during, and after the procedure.